Manufacturer narrative:
According to the report, "[dr. Ahmed alrefaei] used bioglue [bg3502-5-g lot 13mgw050] on three children under 1 yr. On spinal dural closure and that he observed necrosis in all instances and that he had to reoperate in one instance to remove the bioglue. The dates of operations are currently unknown and not at todays date." This complaint references the first of the three patients mentioned. The distributor was contacted for additional information regarding the event, including the lot numbers, date of use/surgery, facility that surgery took place in, surgical procedure, amount of bioglue used, date when necrosis was observed, resulting outcome, patient outcome, co-morbidities, and any other patient information. A response was received on 11/29/2015 and contained information on all three patients referenced. The second patient listed in the information is the focus of this complaint; the other two patients are addressed in separate complaints. The lot number for the bioglue is 13mgw050. The surgery took place in march of 2015 at king saud medical in riyadh, saudi arabia. The patient is an 11 month old girl who underwent a spinal repair of a myelomeningocele. Approximately 1ml of the 2ml bioglue was used. Necrosis was found within 10-14 days of surgery. Surgical reintervention was done to remove necrotic tissue and to repair tissue. No other patient information was provided. The manufacturing records for lot 13mgw050 was reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review of the available information was performed. The type of procedure was a cranial repair of an occipital encephalocele. Within 10-14 days the patient developed necrosis and required surgical intervention to remove the necrotic tissue. It is unknown which tissues were found to be necrotic. Bioglue is known to have space occupying properties and may compress adjacent tissues when used in confined anatomic locations. Tissue compression could compromise local blood flow resulting in necrosis. It is unknown what, if any, additional materials/products were used in conjunction with bioglue that may or may not have contributed to the observed event. There is insufficient information to determine a root cause for the reported event. Adequate precautions regarding the space occupying properties of bioglue are provided in the instructions for use (IFU). The IFU provides the following information: "for parenchymal repair apply an even adhesive coating 1.5-3.0mm thick" and "unreacted glutaraldehyde may cause irritation to eye, nose, throat, or skin; induce respiratory distress; and cause local tissue necrosis."

Event description:
According to the initial report, the rep indicated "whilst giving a lecture to a group of neuro surgeons I was told by the reported that he had used bioglue on three children under 1 yr on spinal dural closure and that he had observed necrosis in all instances and that he had to re-operate in one instance to remove the bioglue. The dates of operations are currently unknown." As three separate patients are involved, each event will be investigated under a separate complaint. This investigation will be relegated to patient 2.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, the rep indicated "whilst giving a lecture to a group of neuro surgeons I was told by the reportee that he had used bioglue on three children under 1 yr on spinal dural closure and that he had observed necrosis in all instances and that he had to re-operate in one instance to remove the bioglue. The dates of operations are currently unknown." As three separate patients are involved, each event will be investigated under a separate complaint. This investigation will be relegated to patient 2.